Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed as no sample was returned for evaluation. The guidewire component is supplied to angiodynamics by the supplier (B)(4) components. (B)(4) was sent to the supplier, (B)(4) medical components for DHR review. As per attached (B)(4) results, supplier (B)(4) medical, the device was not returned for physical analysis. There was no observation made during records review that identify any contributing factors to the failure reported. All inspections results were recorded within specification limits. The product specifications were met with no non-conformities reported for manufacturing and inspection. A review of the device packaging history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: precautions · do not advance or withdraw a guidewire against resistance until the cause of the resistance has been determined. Excessive force against resistance may result in guidewire damage or vessel perforation. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: we had an incident yesterday. Difficulty advancing wire. Unable to advance or removed. When finally removed, tip of wire broke off and remained in patient body. Imaging verified that wire piece is not in artery. Piece remaining in body - not removed. It was reported the defective disposable device is available for return to the manufacturer for evaluation.